Manufacturer narrative:
The received device had the cannula assembly deployed. Blood was not found on the adhesive pad, and no evidence was found that would result in bleeding or bruising to occur at the infusion site. The external soft cannula was found bent, although it cannot be determined when or how this damage occurred. A tear was observed in the unexposed section of the soft cannula, which led to significant corrosion of the pcb and battery stack. The pod was not able to download data due to corrosion of the pcb and battery stack.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl, while wearing the pod between 24 and 36 hours on the leg. It was noted that the cannula was bent. As treatment for the hyperglycemia, a pen correction was administered and a new pod was applied.